Manufacturer narrative:
This report is submitted on september 01, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent skin revision surgery under general anesthesia on (B)(6) 2021. The implanted device remains.